Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.

Event description:
It was reported that the customer had channel error 240.4150 which was resolved with replaced top pressure sensor and completed a calibration on the flow rate and the pump now works normal. There was no patient involvement.